Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest within 24 hours of last dialysis treatment and expired. It was reported that the event occurred due to the administration of the product for dialysis treatment.